Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the lens was explanted due to unspecified issues with the lens. Additional information has been requested.